Event description:
It was reported to philips that the device showed a battery error. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and confirmed that the battery would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.